Event description:
It was reported that a patient presented to clinic with high capture threshold on the atrial lead and low sensing on the right ventricular (rv) lead. During lead revision, the physician was unable to advance the stylet into the atrial lead and also noted that the atrial lead and rv leads were adhered to each other. The physician elected to explant and replace both the atrial lead and rv lead. The patient was stable following the procedure.

Manufacturer narrative:
The reported events of high threshold, lead stuck to another lead, and unable to advance stylet. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of unable to advance stylet was confirmed. The stylet insertion/ removal test was performed and found restriction/obstruction at the distal region of the lead. Destructive analysis found the inner coil was clogged with blood. The cause of the reported event of failure to advance stylet was isolated to the inner coil being clogged with blood.